Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2015 with the following findings: the keypad cover was found to be intact. When the pump was powered on, the screen scrolled up continuously without any user intervention. The up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed revealing the up arrow button contact was misaligned. The pump cover was removed and no defects were found to the keypad flex.